Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device would freeze and did not allow user to login unless device was rebooted. A field service engineer (fse) logged into the hardware test application and tested all hardware components. No issues were found with any functions or sensors. The backup battery system was also tested, and all tests passed successfully. The network speed and duplex settings were changed to 100 megabits per second half duplex, and all hidden duplicate network adapters were deleted. Additionally, the power management settings on the active network adapter were configured to prevent the system from turning it off to save power and tested functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es frozen and became unresponsive during active case. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.